Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male end of tubing came apart from the hard plastic piece when connecting into a needleless valve. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart from the hard plastic piece when connecting into a needleless valve was confirmed. Upon visual inspection the distal male luer was found to be separated from a six inch section of tubing. Under magnification an insufficient amount of solvent was observed at the connection of the male luer to the tubing section. Functional and pressure testing was not performed because of the separated component. The root of the customer¿s report that the tubing came apart can be attributed to an insufficient amount of solvent applied at the connection during the manufacturing process.